Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and grasping was performed medially of a2/p2. The clip was attempted to be deployed; however, while establishing final arm angle (efaa), the clip failed and the clip arms continuously opened. For troubleshooting, the physician opened the clip to 120 degrees, locked and reclosed. But again, the clip opened during efaa. The physician decided to remove the clip and replace it. Two clips were then successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported issue (clip open while establishing final arm angle) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.